Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. They were unable to hear alarms. They experienced high blood glucose of 352 mg/dl because the catheter was pulled out and insulin delivery stopped. The insulin pump will not be returned for analysis.